Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from may 1, 2020 - may 8, 2020. H10: two (2) devices were received containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition; there was no evidence of a rupture or leak observed. A functional test was performed by filling the bladder with saline solution to the nominal volume. During and after fill, no evidence of rupture or leak was observed from the bladder. The reported condition was not verified for both samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2021. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates leaked during preparation. The devices were filled with fluorouracil. There was no patient involvement. No additional information is available.